Event description:
It was reported that during a ureteroscopy procedure, the fiber broke at the access port although there was no tension. The procedure was completed using another device without patient complications.